Event description:
As reported by distributor in another country, when the disposable transducer manifold was connected to a control syringe and aspiration was performed, large air bubbles were visible. The physician was utilizing pressurized saline at 1200mm hg and was aspirating rapidly. He acknowledged always getting some bubbles with this technique, but this was multiple bubbles. The manifolds are supplied to the distributor on a bulk, non-sterile basis to include within their own kits. The syringe was not distributed or manufactured by boston scientific. The air was not injected and there was no pt injury. The used manifold is to be returned.

Manufacturer narrative:
The device history records for the reported lot number were reviewed and no manufacturing or quality deviations were noted. While it has been reported that the used device will be returned, to date it has not been rec'd by the MFR. Upon receipt of the sample and completion of the investigation, a follow-up medwatch will be submitted.